Manufacturer narrative:
Investigation description: display assembly showed dents on the sides. Complaint was confirmed and duplicated. The touchscreen was unresponsive and was unable to be unlocked after powering on. The device was opened; the display connector was found lost and not attached to the mainboard. After installing the connector correctly, the touchscreen was responsive to touch.

Event description:
It was reported that an ilet device¿s touchscreen was unresponsive to any touch despite cleaning, multiple app restarts, and charging, with no observed screen damage or fluid exposure, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed findings consistent with a software problem affecting the touchscreen functionality, aligning with an unresponsive key/button on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.